Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.1 b row was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and row b was not detected on bus. A field service engineer found that drawer 3.1 on the main station, row b, was not detected on the bus and could not be recovered. The fse inspected the drawer and confirmed that the pockets could not be recovered, even though the hardware test application (hta) using the release function. The fse then performed a power cycle on the station, manually removed the tray, and released the pockets individually. After releasing and resetting the connection to the tray, the fse was able to restore power to the station and successfully test it using the hardware test application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.